Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no issues found. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference #: 2014-0454.

Event description:
The surgeon reported performing cataract surgery with attempted implantation of the istent. During surgery the visualization was poor and the surgeon was unable to find the stent at the end of the case. The surgeon believed he dropped the stent after it came out of the eye. Additional information was requested and the surgeon later reported that the istent was left in the eye and could not be found. It is suspected that the stent went through the peripheral iridectomy. Postoperatively the patient is doing well with an excellent prognosis.